Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 29-may-2025 and forwarded to millyard advanced medical products, llc on 30-may-2025. The patient reported that her pump disconnects from its remote after running for 30 minutes. She reported that a cassette is stuck on her backup pump. The patient experienced an interruption in therapy for 2 days but then was able to infuse again for about 5 hours. The patient tried to report her pump problem earlier but was unsuccessful due to having a poor phone connection. Four days later, the patient reported that she was at the emergency room because her site fell out and she didn't have any more infusion sets. She had been off medication for about 2 days. The patient reported being shaky and that she had a headache. She was advised to go to her pah hospital but refused. Backup systems and supplies were couriered to her the previous day but she did not pick them up. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 25-jun-2025 (report number 3016798778-2025-00071). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation into recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that occlusion alarms were generated within the timeframe of the complaint. Logs leading up to each occlusion alarm are consistent with occlusion-like behavior. During investigation, the returned system completed a test delivery with no abnormal behavior or alarms. The reported complaint was not confirmed. The system met specification and operated as designed. During investigation, pump (B)(6) was inspected. Physical damage was observed to be the cause of the reported complaint. The cause of the physical damage could not be conclusively determined.